Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy.there was no patient use associated with the reported event.

Manufacturer narrative:
Section h - h11 additional mfg narrative of the initial medwatch indicates: stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Section h - h6 of the initial medwatch indicates: results code: operational problem identified conclusion code: cause not established corrected data: section h - h11 additional mfg narrative of the initial medwatch should indicate: stryker evaluated the customer's device and verified the reported issue. Investigation found the therapy pcba was faulty. The therapy pcba was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h - h6 of the initial medwatch should indicate: results code: electrical problem identified conclusion code: cause traced to component failure

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy.there was no patient use associated with the reported event.